Event description:
Information was received indicating that this cadd legacy pump was alarming for high pressure randomly. When the patient shakes the tubing, alarm went away. The patient confirmed that the tubing is attached correctly. The patient reported that the alarm occurs on both the pumps. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effect to the patients due to the reported event.